Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While securing the repositioning sheath, impella became dislodged from the pa. Several attempts to try to reposition but unsuccessful. The impella implant was aborted. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. As per given clinical details, the cause of the positioning issue was most likely use related since impella was pulled out while securing repositioning sheath.